Event description:
It was reported that an overdose occurred. A pump replacement occurred on the date of this report and the patient would not be aroused after surgery. The neurosurgeons thought the baclofen could have been the cause. The hcp confirmed that the programming was identical to the previous pump. It was felt that the patient was getting too much baclofen. During the case they performed a reservoir rinse and programmed a prime. It was then noted that ¿the current dose was around 360 mcg/day and this was the same dose as the previous pump.¿ the patient was ¿aroused some,¿ but was still somnolent. The nurse turned the pump down to 96 mcg/day and the health care provider (hcp) was concerned about the timeline for when the patient might start having withdrawal because of the dose change. The hcp did not seem convinced that baclofen was the cause for the issue. It was noted that the pump exchange on the morning of this report went well, but when the patient was in recovery they were somnolent and ¿loose.¿ the pump was switched to minimum rate mode from 315 mcg/day and taken to the intensive care unit (ICU). The type of medication being delivered via the device system was lioresal. Additional information has been requested regarding the patient¿s outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n165829013, implanted: (B)(6) 2009, product type catheter. (B)(4).